Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed (B)(4) 2013

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration in 2009 (specific date not reported) resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2009. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.